Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Associated products: 65875305001, shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners with calcicoat ceramic coating, (B)(4); 00875101236, neutral liner 36 mm i.d. Size kk for use with 56 mm o.d. Size kk shell, (B)(4). 00801803202, femoral head sterile product do not resterilize 12/14 taper, (B)(4).

Event description:
It was reported that a patient's left hip was revised approximately 1 year post-implantation due to periprosthetic femoral fracture. No further information has been provided.